Manufacturer narrative:
(B)(4). The explanted device was received for analysis. The evaluation has not yet been completed. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
The attached user facility medwatch report was received from the (B)(6) registry. The user facility number was not provided. (B)(6). Device evaluation: the evaluation of the returned device confirmed wire damage to the external portion of the percutaneous lead (lead). The device was returned assembled with the lead cut approximately 14 inches from the pump housing and the distal portion of the lead was returned as well. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outflow elbow and sealed outflow graft were returned attached to the pump¿s outlet port; however the sealed outflow graft bend relief was not returned. The pump appeared to have been exposed to a fixative agent (e.g. Formalin, formaldehyde, paraformaldehyde) prior to being returned. Visual examination of the pump¿s blood-contacting surfaces upon disassembly revealed no evidence of adhered depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Upon return of the pump, the percutaneous lead was tested for electrical continuity in the condition that it was received and revealed a short in the orange wire. Visual inspection revealed the orange wire was almost entirely fractured adjacent to the metal connector exposing a majority of the internal conductors. This observed wire damage appeared to be the result of repetitive movement of the lead in this area. The remaining wires appeared unremarkable. If the exposed conductors of the orange wire made direct contact with the braided shield while the patient was operating on the power module, the resulting electrical short to ground would have resulted in the low speed and pump stoppage events that were confirmed through the evaluation of the submitted system controller log file. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information provided by the clinical specialist: it was reported that the avulsion of the outflow graft was not due to a device malfunction. Additional information was received from the (B)(6) registry stating: alarm noted and interrogation reported pump stoppage <1minutes. Additional information also included indicated: device malfunction: n. Death date: (B)(6) 2015. Primary cause of death: withdrawal of support, specify.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced audible alarms in the morning while in bed. The patient reportedly changed position and the audible alarms stopped. The patient was connected to the power module at the time. The audible alarm returned again later in the morning when the patient rose his hand over his head to put his shirt on. It was reported that there were pump off messages upon interrogation of the device. The patient¿s driveline was evaluated for fractures and no fractures were found. The patient was asymptomatic at the time of the event. The manufacturer¿s technical services reviewed the submitted system controller data log file and noted a low speed and pump off event while the patient was connected with a patient cable to a power module. The alarm lasted for less than one minute. A potential driveline issue was suspected based on the report that patient movement elicited the alarms. The patient was transferred to another hospital for further evaluation. Pictures of the external driveline were reviewed and a portion of the silicone jacket appeared to be cut. A burn mark potentially from a short to shield in the driveline was noted. The manufacturer¿s technical services went to the hospital for observation of the driveline. It was reported that contrary to the pictures, the driveline appeared to look normal during in person visual assessment. The hospital team did not want the driveline evaluated for broken wires. On (B)(6) 2015 the patient had a pump exchange. It was reported that during the procedure, avulsion of the outflow graft from the ascending aorta occurred which led to exsanguination. The patient was emergently placed on bypass at that time and a reoperative sternotomy was performed. The patient had approximately 18 minutes of minimal effective circulation. Implantation of an intracorporeal lvad was performed under deep hypothermic circulatory arrest. The patient subsequently experienced seizures and a head CT revealed subtle lucency in the thalami bilaterally consistent with ischemia. Recovery of the patient was reported to be unlikely and the patient¿s family elected to withdraw care on (B)(6) 2015. The patient expired on 05/12/2015 with the cause of death noted as a stroke. There were no reports received of any device issues with the new pump. No additional information was received.